Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well image in question, which visually appeared positive. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. An immucor field service engineer (fse) had previously recently visited the customer site on 17jan2018 to assess the instrument used for testing. At that visit, the fse replaced the centrifuge due to noise, replaced the wash manifold due to splashing, and removed and cleaned the wash station.

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument, when tested on (B)(6) 2017.